Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the agiltrac was returned with light traces of blood present in the proximal end of the balloon. The balloon was returned tightly folded. The distal balloon marker had a pinch or crimp mark on it with a rough edge which was protruding into the balloon. There were no other anomalies on the catheter to report. Using a new indeflator, quality assurance, attempted to inflate the balloon and fluid leaked from a pinhole in the balloon at the location of the pinch or crimp mark on distal marker. Quality engineering reviewed the incident information and the analysis of the returned device. The results indicate that the balloon had a pinhole directly above the marker band which is located on the inner guidewire lumen. The marker band appeared to have a crimp or pinch on its surface. Further analysis indicated that the marker band had a longitudinal crimp traversing the length of the band. The edges of the deformed marker band appeared to have cut into or compromised the inside surface of the balloon material thereby causing the eventual pinhole. The root cause for this deformed marker band is manufacturing related. A swaging step is performed on each marker band to ensure that its surface is smooth and not deformed. The swaging step, in this case, appeared to have been missed by the operator. The operator who performs the swaging step also performs a visual inspection and a dimensional check of the marker band. It appears, in this case, that the operator missed the swaging and the inspection was not complete. Balloon are 100% tested at nominal inflation pressure after being sealed onto the inner guidewire lumen during manufacturing. This balloon would have passed that inflation test since, at this time, it had not yet been pressed into its final state. After the balloon inflation test, the balloons are folded and thermally pressed into their final state before shipping. Samples are drawn from the finished goods lot and tested for balloon rupture. All samples tested at finished goods inspection passed with results exceeding the minimum requirements thereby meeting the specifications. A lhr (lot history record) review of the associated part number and lot number combination was performed and there were no nmrs (non-conformance reports) noted. There have been no other incidents with this lot number and there have been no other previous incidents with similar marker band issues. This appears to be an isolated of operator error and not a lot number related issue. The corrective action in this case was the re-training of all associated operators and that has been completed as of 01/31/2007. This MDR is considered closed by the quality assurance department.

Event description:
Device malfunction: pinhole rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a sfa procedure, the device would not hold pressure, contrast was found to be leaking from the tip. The device was removed without incident as one unit. Returned product evaluation revealed a pinhole rupture in the balloon. No patient injury or effect was reported. No additional information available.